Manufacturer narrative:
Tech told the account to replace the scale pt position module board. No further info on the repair of the bed at this time.

Event description:
The account alleged that the pt position module is not alarming at the bed; it is sending a call to the nurses' station. There were no reported injuries.